Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head would not interrogate. The head also failed uplink tests. It was also indicated that the upper case lens was loose. The cable and upper case were replaced and the head passed final functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency head would not interrogate the implantable device. The head was replaced and was returned for repair. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.